Event description:
It was reported that broken catheter occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was found that the device was broken before using it. The procedure was completed using with another of the same device and there were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the balloon was not folded, indicating that the device had been subjected to positive pressure. Per pcb2cm specifications, the rated burst pressure of the device is 10 atmospheres. The returned device was connected to an encore inflation unit, and positive pressure was applied, at which point deionized water was observed leaking from a pinhole located approximately 6mm proximal to the distal marker band. Further visual examination identified lifting of portions of two blades and the pad. All other blades were present and fully bonded to the balloon surface, and no issues were noted with the tip or marker bands. A visual and tactile assessment of the shaft revealed no kinks or damage.

Event description:
It was reported that broken catheter occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was found that the device was broken before using it. The procedure was completed using with another of the same device and there were no patient complications as a result of this event.